Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (does not communicate with a monitor) has been confirmed. The cause was isolated to the wires are shorted in the ECG cable. The root cause for the shorted wires could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.